Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the device, with the reload, and a blue cartridge. The reload when fired resulted in an incomplete staple line with unformed staples sticking out of the tissue. The device did cut. They opened anther device to complete the case. There was no patient consequence.